Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high lv impedances up to greater than 2,000 ohms. Boston scientific technical services (ts) was consulted to review the history of measurements for this lead. Ts reviewed the impedance trend for this lead and noted the measurements had been high, in the 1,300 to 1,400 ohm range, and gradually increased to greater than 2,000 ohms over the past year. It was noted that there was no noise on the lv channel. The lead impedances were back down to the 1,800 to 1,900 ohm range. Ts discussed the option of continued monitoring if the other lead measurements were normal. No adverse patient effects were reported. Approximately three years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.